Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was a pre-existing trivial pe noted prior to the procedure of an unknown cause. Venous access was obtained and transseptal puncture (tsp) was performed using versacross transseptal access system. A watchman fxd curve access system (was) was inserted and advanced in the left atrium (la). The 27mm watchman flx pro closure device and delivery system (wds) was advanced and positioned at the laa then subsequently deployed. Release criteria was met and the wds was implanted. An effusion sweep was performed on tee and the pre-existing pe was noted to be unchanged. The procedure was concluded. The patient was sent to the post operative unit and approximately 20 minutes post index procedure, hypotension was noted and an increase from the prior pe was noted on a transthoracic echocardiogram (tte). A pericardiocentesis was performed and 500 ml of dull colored fluid was drained, with a pericardial drain remaining in place overnight. The patient was admitted to the hospital. The patient is expected to fully recover.

Manufacturer narrative:
D4: lot # added.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was a pre-existing trivial pe noted prior to the procedure of an unknown cause. Venous access was obtained and transseptal puncture (tsp) was performed using versacross transseptal access system. A watchman fxd curve access system (was) was inserted and advanced in the left atrium (la). The 27mm watchman flx pro closure device and delivery system (wds) was advanced and positioned at the laa then subsequently deployed. Release criteria was met and the wds was implanted. An effusion sweep was performed on tee and the pre-existing pe was noted to be unchanged. The procedure was concluded. The patient was sent to the post operative unit and approximately 20 minutes post index procedure, hypotension was noted and an increase from the prior pe was noted on a transthoracic echocardiogram (tte). A pericardiocentesis was performed and 500 ml of dull colored fluid was drained, with a pericardial drain remaining in place overnight. The patient was admitted to the hospital. The patient is expected to fully recover.